Event description:
It was reported that during a rotational atherectomy treatment procedure, a device entrapment occurred. The 95% in-stent restenosis was located in the moderately tortuous and moderately calcified left anterior descending artery. During the procedure, it was discovered that the 1.50mm rotalink burr was entrapped in the lesion. While attempting to remove the entrapped device, the physician encountered difficulty and was unable to remove the device. Bypass surgery was successfully performed. Later, the patient developed additional bleeding complications. The patient was "reopened to close the bleed". The patient expired four days following the surgery. The cause of death is not known.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).